Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/02/2014 with the following findings: evidence of partially discharged batteries being installed for use was observed in the black box data: the reported event was caused by user error. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Visual inspection revealed that the battery compartment was cracked below the grip pad. The piston cap of the cartridge lead screw was observed to be missing. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported event was not duplicated. The pump case was removed, and no internal defect or damage was found. The device failures observed during the analysis are unrelated to the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.